Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported "vertical cracking" and leaking on the valve during the administration of caripul or flolan at flow rates of 2 thru 3.6 ml/hour via a hickman catheter. The customer reported no patient harm.